Event description:
A malfunction alarm was reported with the pump, identified as malf 16. There was no adverse impact to the customer¿s blood glucose level. Despite the pump being out of warranty, it was arranged for a replacement pump by technical support.